Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained sufentanil with an unknown concentration and a dose of 25 mcg/day. On (B)(6) 2009, it was reported there was drainage from the catheter site starting the day of the event. The patient reported muscle aches, abdominal tenderness at the incision site from a recent catheter revision, soft tissue tenderness in the back, and multiple bruises in the abdominal and back area. The patient also reported recent fluid buildup since last seen by a medical doctor. After taking the bandages off from the incision site the day before the event, the patient woke up the next day with clear drainage soaking her shirt; not bloody or purulent according to the patient. The patient also had a mild headache and mild dizziness described as light-headedness. Upon physical examination, the abdomen showed slight bloody drainage, and the upper incision site was slightly swollen with no signs of infection. Diagnostics performed include x-ray and electrocardiogram (EKG). The medical staff applied pressure dressings to the incision sites and was placed in an abdominal binder. The patient was discharged with an improved, stable condition and was given coumadin. The patient was going to follow-up a couple days later with the hcp. The only reported medication the patient had been taking before the event was vicodin. The patient had a medical history of chronic intractable pain, lumbosacral intervertebral disk disorder, post lumbar laminectomy syndrome, chronic radiculitis, a history of lumbar vertebral body fracture, carotid vertebral disease, irritable bowel syndrome, hypertension, anemia, multiple ischemic attacks, aphasia, lumbar spine disease, osteoporosis, glaucoma, right shoulder implant (prosthesis), appendectomy, arthritis, back surgery, aortic dialation, sciatica, vertebroplasty, morphine allergy, and lactose allergy. No follow-up is required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.